Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda appears to be due to a combination of patient conditions (thin frail leaflets) and procedural conditions associated with difficult imaging (image resolution poor). Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to previous aortic valve repair. Tricuspid valve insufficiency/regurgitation appears to be due to slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3-4. Imaging was difficult due to previous aortic valve repair. An xtw triclip (lot: 31130r1077) was chosen for implantation. The clip was placed mid anterior-septal, reducing tr to grade 2. Controlled gripper actuation was performed to optimize septal leaflet insertion. After removal of the lock and gripper lines, the clip detached from the septal leaflet, increasing tr back to 3-4. A second triclip was attempted to be implanted to stabilize but was aborted due to poor imaging making grasping difficult. The procedure ended with unchanged tr grade 3-4. No further intervention is planned.